Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (not powering on properly) has been confirmed. The monitor was returned and evaluated at the distributor. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the computer/analog board, causing the intermittent ability to power on. The root cause for the flash memory failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was not powering on properly.